Event description:
It was reported that infusion set steel cannula was bent which led to high blood glucose and treated with injections.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury/ to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.